Event description:
It was reported that the newly implanted lead (one week) was oversensing t-waves causing non-sustained tachy (nst) events. It was suggested that the device be reprogrammed to be less sensitive and the patient evaluated. The lead remains implanted. There were no patient complications reported with this event. Update (B)(6)2010; new tech service call on (B)(6) 2010 it was reported that over sensing issues have continued and programming advice was requested.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the newly implanted lead (one week) was oversensing t-waves causing non-sustained tachy (nst) events. It was suggested that the device be reprogrammed to be less sensitive and the patient evaluated. The lead remains implanted. There were no patient complications reported with this event.